Event description:
The following was reported to hamilton medical ag: malfunctioning screen and various alarms. This malfunction occurred during patient ventilation. Various alarms were observable both visually and through hearing. Starting with te 285003 (taagl_backlightdefect) followed with various medium and high priority alarms including 'vt low', 'low minute volume', 'loss of peep', 'low pressure', 'disconnection on ventilator side' and 'pressuresensortolerance'. The device logs do cover the events of the time of failure. This malfunction was reproducible. Patient involvement was reported. This event occurred during ventilation. There was no need for any medical intervention reported. Ventilation continued even with malfunctioning screen. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: · malfunctioning screen and various alarms. · this malfunction occurred during patient ventilation. · various alarms were observable both visually and through hearing. Starting with te 285003 (taagl_backlightdefect) followed with various medium and high priority alarms including 'vt low', 'low minute volume', 'loss of peep', 'low pressure', 'disconnection on ventilator side' and 'pressuresensortolerance'. · the device logs do cover the events of the time of failure. · this malfunction was reproducible. · patient involvement was reported. This event occurred during ventilation. · there was no need for any medical intervention reported. Ventilation continued even with malfunctioning screen. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.